Event description:
It was reported the programmer will only interrogate certain devices. The programmer gives an error code. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer will only interrogate certain devices. The programmer gives an error code. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, after the hard disk drive was reconfigured and software was reloaded, the programmer was able to interrogate. It was also noted that the stylus function was intermittent, which would have also interfered with the ability to select a control icon. (B)(4).